Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 2. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. On (B)(6) 2025, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.